Event description:
Patient reported, rupture. The device status is unknown. This record relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, device return, device photos or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d1, d2, d4, d6a, d6b, h4, h6. Visual analysis of the photographs identified: rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Device has been explanted and replaced with another manufacturer's device. This record relates to the right side.